Manufacturer narrative:
Device evaluation: possible causes: thermal or electrical stress within the ups battery during/after the hospital's monthly generator test, leading to internal battery failure and expansion. Ups failure caused by battery swelling/bloating, which is consistent with overcurrent, over-temperature, or end-of-life chemical instability in sealed batteries. Contributing factors: ups was rack-mounted in an enclosed space, which may increase heat exposure. Battery likely crossing the end of service life since the unit is more than 2 years old. Lack of planning or preventive maintenance schedule or end-of-life tracking for ups batteries from customer end. The issue was resolved by replacing defective rack mount ups with a brand new powervar ups unit (wuis3519) and by verifying full functionality. No further issues noted. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, they will send a service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This product is manufactured at karl storz endoscopy america, 13803 n promenade blvd, stafford, tx 77477; however, it is designed in germany. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "l2 kfkor002 - l2 due to burning smell in the room. Kfk room 2 - customer smelled a burning smell in the room and says it's coming from the amx controller." There is no information that the event caused a harm or serious injury to patient, user or third party.